Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 2600 system release pin will not work and the system shut down during a case. The 2600 system had to be rebooted and the procedure was completed without further incident. No pt injury was reported.